Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the cause of the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl9 filter. The electrical leakage depleted the device internal batteries. A replacement device was provided to the customer.

Event description:
It was reported that the device showed all three (charge pak, battery and attention) icons and would not power on. There was no patient use associated with the event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.